Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the after the laser corneal flap cut, when the surgeon attempted to lift the flap, they noticed three millimeters of area that had not been treated by the laser, which made lifting the flap more difficult in unknown eye of the patient during refractive surgery. There are multiple related reports for this facility. This report addresses the patient and other manufacturer reports will be filed. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows that the user performed one energy check and performed seven treatments without further energy check on that day. The logfile shows seven successfully performed treatments without interruptions. Due to missing information about the treatment details, the related treatment could not be identified in the logfile. In the attached video it is shown that the reported event occurred during an treatment of an left eye . The review shows that all treatments were performed with a high amount of energy (canal, bed, side cut) and with a relevant deviation between planned and performed energy (for some values more than ten percent). One left eye treatment was performed without side cut. All treatments were finished successfully. Review of logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. More information about the reported issue was requested but not received. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the laser system and performed system verification as per service installation record. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service history onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specifications as per service installation record. During onsite visit the field service engineer checked the laser system and performed system verification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows that the user performed one energy check and performed seven treatments without further energy check on that day. The logfile shows seven successfully performed treatments without interruptions. Due to missing information about the treatment details, the related treatment could not be identified in the logfile. In the attached video it is shown that the reported event occurred during an treatment of an left eye . The review shows that all treatments were performed with a high amount of energy (canal, bed, side cut) and with a relevant deviation between planned and performed energy one left eye treatment was performed without side cut. All treatments were finished successfully. Review of logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. More information about the reported issue was requested but not received. The replaced part was received at company and forwarded for investigation to the responsible supplier. Awaiting investigation results. Without investigation results by the performed analysis by the supplier no final root cause analysis is possible. Root cause could not be determined conclusively. The device was found to meet specifications. The manufacturer internal reference number is: (B)(4).